Event description:
On (B)(6) 2013, an allegation was made that the patient's infusion device was not delivering an accurate amount of insulin. The patient was admitted to the hospital with a blood glucose level of 20 mg/dl. The patient received stationary treatment with an insulin perfusor. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.